Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and device failed. Share log review found no data. The complaint could not be determined because the transmitter has no voltage. The reported event of a failed transmitter error was undetermined. The root cause could not be determined.